Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease with lumbar spinal stenosis procedure: transforaminal lumbar interbody fusion (tlif) levels implanted: l4-5 it was reported that during surgery, the screw was unable to maintain its fixed head position after breaking off the set screw caps. The multi axial capabilities of the screw were not functioning with the specific screw that was implanted. The broken screw was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.